Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is traced to cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject deice exhibited clogging (white foreign material) in the jet tube. There was no patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted g2 (report source). Which was not late. The correct selection was foreign and company representative.

Event description:
No additional information received.